Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI: (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-06052. It was reported the patient desired additional stimulation coverage in her lower back. As such, the patient underwent surgical intervention at which the lead was explanted and replaced. It is unknown which lead was explanted; therefore, both are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-06052. Follow-up information revealed the patient received effective stimulation coverage following the procedure.